Event description:
This lead became dislodged a few weeks post implant and was repositioned. Several months later, the lead became dislodged again and was replaced. The lead dislodgements resulted in intermittent oversensing.